Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed a split in patch assessed as workmanship. A further investigation is requested. As per the investigation procedure, crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Further investigation: based on the device analysis performed, it was observed a split in patch area (ss), and it is out of specification per qa199.04 as code ss, also, it is classified as workmanship and has relationship with the reported complaint. Therefore, the event is confirmed, however this case is not confirmed as a high impact complaint, because the event has a severity of 3 (serious) severity established in procedure matrix qpp07-01-003-g17 v7.0. It is important to mention that this event was reviewed with the manufacturing personnel to increase awareness of the process and potential defects that may occur along with the quality controls and inspections in place. See manufacturing personnel review attached. In addition, no defects/problems/issues were found in the documents or in the personnel training review, and, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. Furthermore, a review of all split in patch complaints for gel breast implants that have been manufactured in the last 2 years from may 2023 through apr 2025 was performed and only one additional complaint for this event are observed, therefore, it is concluded that this is an isolated event and no additional products/lots are currently involved. Also, a review of the current risk documents process pfmea-silicone filled bi and sizer assy rev. 8.0 was performed, and the event of split in patch is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. As: 100% visual inspection, sampling inspection by quality (qa review), equipment calibration and preventive maintenance, independent verification of equipment setting, audible alarm for temperature and pressure in case of being out of specified ranges, verification of setting at the beginning and end of each production order, 100% pull test, 100% leak test, supplier qualification, incoming inspection of raw material, process validation, equipment validated in electronic data acquisition, 100% time monitoring and equipment block in case time is out of specified ranges. Nevertheless, the issues with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate. Additional, changed, and/or corrected data.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device remains implanted.